Manufacturer narrative:
In-depth investigations were performed and revealed that the central processor unit (cpu) board of the programmer was defective: polluted connectors were found on this cpu board. The link between the observed defect and the reported behavior could not be confirmed with certainty.

Event description:
It was reported that the subject programmer could not be turned on. In addition, the power led does not become orange when the power cord is plugged. An investigation is required.

Event description:
It was reported that the subject programmer could not be turned on. In addition, the power led does not become orange when the power cord is plugged. An investigation is required.

Event description:
It was reported that the subject programmer could not be turned on. In addition, the power led does not become orange when the power cord is plugged. An investigation is required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the subject programmer could not be turned on. In addition, the power led does not become orange when the power cord is plugged. An investigation is required.